Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that an extension set was leaking and is now contaminated. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. A total of two (2) physical units were returned, the samples returned for evaluation without its original packaging and inside of plastic bag. The complainant returned units were visually inspected and no damage or contamination was found on the components. The samples returned were tested using the hydrostatic vessel and no leaks were found from the samples, thus the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Correction: model number: should be blank.